Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead had inappropriate sensing of ventricular activity and would occasionally captured the ventricle. It was also noted that there appeared to be a lead dislodgement. The lead was capped and replaced. No patient complications have been reported as a result of this event.